Manufacturer narrative:
On 17th june 2019, getinge became aware of an issue with one of our transporters - 116062a0 - transporter, height and trend adjustment. As it was stated, the guiding castor of the transporter got deactivated due to a bump on the floor. The transporter moved to one side and injured someone¿s foot. The customer was asked to provide the severity of the injury. We were informed that this information cannot be made available due to data protection reasons. Based on the available information, it was concluded that there was no malfunction with the device itself. It was established that when the event occurred, transporter with catalog number: 116062a0 did meet its specification. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. When the event occurred, the transporter was directly involved in the reported incident. There were two similar complaints related to this issue. Comparing the number of complained devices (3) to the number of units placed on the market (B)(4) we can conclude the failure ratio is (B)(4) for the investigated issue. The situation described by the user (tracking castor moved upwards unintentionally) occurs in case the transporter is moved over hindrances (like thresholds or steps) or is moved on uneven floor. In the instructions for use (IFU) the user is advised to remove potential hindrances before moving the transporter and to avoid collisions. Further the user is advised to ensure that two people are present when the transporter is moved, to prevent collisions. The user is warned in the IFU concerning the risks of crushing and shearing of personnel or the patient. The risk of shearing hazard is inherent due to the mobility and mass of this product. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The event has been reported with a delay due to our retrospective examination of the record. At the time (2019) the complaint was reviewed and found not to be reportable in the us. Current day, we compared the registration list, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now.

Event description:
On 17th june 2019, getinge became aware of an issue with one of our transporters - 116062a0 - transporter, height and trend adjustment. As it was stated, the guiding castor of the transporter got deactivated due to a bump on the floor. The transporter moved to one side and injured someone¿s foot. The customer was asked to provide the severity of the injury. We were informed that this information cannot be made available due to data protection reasons. We decided to report the issue as serious injury in case of event recurrence cannot be excluded.